Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer checked alarm history and found low battery alarm, stuck button alarm and power loss alarm. Customer not used suspend before low or suspend on low continuous glucose monitoring feature. Customer reported second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
The insulin pump successfully downloaded traces and history file using thus. The device received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. The insulin pump passed self test and displacement test. However, the device received with unexpected battery power loss and had high sleep and active currents. The insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly(electrical board a 1) board. Swapped electrical board a 1 board with a test board and sleep and active current measurements passed. Low battery alerts confirmed in the insulin pump history on may 20, 2022 at 09:50:27.000 and on may 23, 2022 at 13:45:00.000. Therefore, battery change occurred in less than 1 week. Stuck button alarms confirmed in the insulin pump history/trace files on may 18, 2022 at 08:00:41.000. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for insulin pump's battery lasting less than 1 week was confirmed during testing where the device didn't pass sleep and active currents and stuck button alarms confirmed on the insulin pump history/trace files due to moisture damage on the electrical board a 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.